Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03356. It was reported that the patient is experiencing pain at the anchor site. As a result, surgical intervention may occur.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03356. It was reported that prior to an ipg replacement surgery (MFR reference report: 1627487-2018-08817) the pain at the anchor site had resolved on its own. Issue resolved.